Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The report suggests that during an infusion through an umbilical venous catheter, the pump alarmed for air in line and when the user attempted to remove it, a separation occurred near the accuslide. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.

Manufacturer narrative:
The customer¿s report of separated tubing from accuslide was confirmed. Visual inspection of the set noted separation from the lower accuslide joint. Examination under magnification observed solvent from the edge of the joint below the accuslide component. Functional testing was deemed unnecessary due to separation. The cause of the separation was determined to be an insufficient solvent application during manufacturing of the set.

Event description:
The report suggests that during an infusion through an umbilical venous catheter, the pump alarmed for air in line and when the user attempted to remove it, a separation occurred near the accuslide. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.